Event description:
A surgeon reports a patient had an intraocular lens implanted in 1999. Opacification of the lens was first identified during an examination in 2005. Since the lens was implanted over seven years ago, the patient's bcva has gone from 9/10 (20/22) to 6/10 (20/33). The surgeon does not know what the cause of the observed opacification may be. The lens remains implanted and no intervention is planned. The contralateral eye had the same lens model implanted two days later, and no opacification has been identified on examination.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.